Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device: location of device: into my uterus/ perforation (uterus)'), endometritis ('endometritis'), genital haemorrhage ('abnormal bleeding (general)/gen.abnorm.bleeding') and autoimmune disorder ('autoimmune disorder type of disorder: I am still being tested for this, I developed an immune disorder that required me to be hospitalized several times in the months coming up to the removal of the essure/ I have not yet been diagnosed') in an adult female patient who had essure (batch no. B67699-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included uterine enlargement. Concomitant products included bupropion hydrochloride (wellbutrin), colecalciferol (vitamin d3), ferrous sulfate and fluoxetine hydrochloride (prozac). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and was found to have weight increased ("weight gain- approx 60lb since getting essure"). In (B)(6) 2011, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), hyperhidrosis ("hormonal changes describe: excessive sweating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), pelvic pain ("pain pelvic area on both sides/ pains in my pelvic area") and pain ("body aches/ I developed body aches"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), major depression ("psychological or psychiatric problems condition: major depressive disorder"), anxiety ("psychological or psychiatric problems condition: anxiety") and migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several uti¿s") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder or urinary problems or changes : incontinent issues"). In (B)(6) 2014, the patient experienced rosacea ("rashes or skin conditions type: I have acquired rosacea since getting the essure, this is still a problem today"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced endometriosis ("reproductive system disorder or, condition type of disorder or condition: endometriosis"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and headache ("headache"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy) and ablation. Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, endometritis, genital haemorrhage, hyperhidrosis, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, autoimmune disorder, rosacea, urinary incontinence, endometriosis, dysmenorrhoea, allergy to metals, dyspareunia and abdominal pain outcome was unknown, the hot flush, mood swings, migraine, nausea, fatigue, diarrhoea, gastrooesophageal reflux disease, irritable bowel syndrome, pelvic pain, pain, alopecia, weight increased and headache had resolved and the major depression was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, endometritis, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hyperhidrosis, irritable bowel syndrome, major depression, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, rosacea, urinary incontinence, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2011 left tube-12 coils, right tube- 4 coils ; ablation done (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Ultrasound scan - on an unknown date: essure displaced and looks like in uterine cavity. Patient have symptoms of passing clots and pain during cycle and sex. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : pelvic pain, dysmenorrhea, menorrhagia, dyspareunia , lot number reported ( b67699) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: ppf received. Added event abdominal pain, headache. Updated outcome of events from unknown to recovered/resolved. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device: location of device: into my uterus/ perforation (uterus)'), endometritis ('endometritis'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder type of disorder: I am still being tested for this, I developed an immune disorder that required me to be hospitalized several times in the months coming up to the removal of the essure/ I have not yet been diagnosed') in a female patient who had essure (batch no. B67699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included uterine enlargement. Concomitant products included bupropion hydrochloride (wellbutrin), cholecalciferol (vitamin d3), ferrous sulfate and fluoxetine hydrochloride (prozac). In (B)(6) 2011, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and was found to have weight increased ("weight gain- approx 60 lb since getting essure"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), hyperhidrosis ("hormonal changes describe: excessive sweating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), pelvic pain ("pain pelvic area on both sides/ pains in my pelvic area") and pain ("body aches/ I developed body aches"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), major depression ("psychological or psychiatric problems condition: major depressive disorder"), anxiety ("psychological or psychiatric problems condition: anxiety") and migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several uti¿s") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder or urinary problems or changes : incontinent issues"). In (B)(6) 2014, the patient experienced rosacea ("rashes or skin conditions type: I have acquired rosacea since getting the essure, this is still a problem today"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced endometriosis ("reproductive system disorder or, condition type of disorder or condition: endometriosis"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy) and ablation. Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, endometritis, genital haemorrhage, hot flush, mood swings, hyperhidrosis, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, autoimmune disorder, rosacea, urinary incontinence, endometriosis, nausea, dysmenorrhoea, allergy to metals, dyspareunia, diarrhoea, gastrooesophageal reflux disease, irritable bowel syndrome and weight increased outcome was unknown, the major depression was resolving and the migraine, fatigue, pelvic pain, pain and alopecia had resolved. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, endometritis, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hot flush, hyperhidrosis, irritable bowel syndrome, major depression, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, rosacea, urinary incontinence, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2011. Left tube-12 coils, right tube- 4 coils ; ablation done (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Ultrasound scan - on an unknown date: essure displaced and looks like in uterine cavity. Patient have symptoms of passing clots and pain during cycle and sex.. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : pelvic pain, dysmenorrhea, menorrhagia, dyspareunia , most recent follow-up information incorporated above includes: on 22-oct-2019: plaintiff fact sheet and medical records received : lot number added. Incident category updated. Reporter information, patient details, product indication updated. Insertion date updated. Removal date added. Event ¿ injury¿ was replaced with events given in the sd. Events added- uterine perforation , hot flush, mood swings, hyperhidrosis, vaginal haemorrhage, menorrhagia, urinary tract infection, genital haemorrhage, major depression, autoimmune disorder, anxiety, rosacea, incontinence, migraine, endometriosis, nausea, dysmenorrhoea, allergy to metals, dyspareunia, fatigue, diarrhoea, gastrooesophageal reflux disease, irritable bowel syndrome, pelvic pain, pain, alopecia, weight increased, endometritis, device monitoring procedure not performed. Concomitant products added. Lab data added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device: location of device: into my uterus/ perforation (uterus)'), endometritis ('endometritis'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder type of disorder: I am still being tested for this, I developed an immune disorder that required me to be hospitalized several times in the months coming up to the removal of the essure/ I have not yet been diagnosed') in a female patient who had essure (batch no. B67699-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included uterine enlargement. Concomitant products included bupropion hydrochloride (wellbutrin), colecalciferol (vitamin d3), ferrous sulfate and fluoxetine hydrochloride (prozac). In (B)(6) 2011, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and was found to have weight increased ("weight gain- approx 60lb since getting essure"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), hyperhidrosis ("hormonal changes describe: excessive sweating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), pelvic pain ("pain pelvic area on both sides/ pains in my pelvic area") and pain ("body aches/ I developed body aches"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), major depression ("psychological or psychiatric problems condition: major depressive disorder"), anxiety ("psychological or psychiatric problems condition: anxiety") and migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several uti¿s") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder or urinary problems or changes : incontinent issues"). In (B)(6) 2014, the patient experienced rosacea ("rashes or skin conditions type: I have acquired rosacea since getting the essure, this is still a problem today"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced endometriosis ("reproductive system disorder or, condition type of disorder or condition: endometriosis"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy) and ablation. Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, endometritis, genital haemorrhage, hot flush, mood swings, hyperhidrosis, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, autoimmune disorder, rosacea, urinary incontinence, endometriosis, nausea, dysmenorrhoea, allergy to metals, dyspareunia, diarrhoea, gastrooesophageal reflux disease, irritable bowel syndrome and weight increased outcome was unknown, the major depression was resolving and the migraine, fatigue, pelvic pain, pain and alopecia had resolved. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, endometritis, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hot flush, hyperhidrosis, irritable bowel syndrome, major depression, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, rosacea, urinary incontinence, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2011; left tube-12 coils, right tube- 4 coils; ablation done (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Ultrasound scan - on an unknown date: essure displaced and looks like in uterine cavity. Patient have symptoms of passing clots and pain during cycle and sex.. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : pelvic pain, dysmenorrhea, menorrhagia, dyspareunia , lot number reported ( b67699) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device: location of device: into my uterus/ perforation (uterus)'), endometritis ('endometritis'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder type of disorder: I am still being tested for this, I developed an immune disorder that required me to be hospitalized several times in the months coming up to the removal of the essure/ I have not yet been diagnosed') in a female patient who had essure (batch no. B67699-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included uterine enlargement. Concomitant products included bupropion hydrochloride (wellbutrin), colecalciferol (vitamin d3), ferrous sulfate and fluoxetine hydrochloride (prozac). In (B)(6) 2011, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and was found to have weight increased ("weight gain- approx 60lb since getting essure"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), hyperhidrosis ("hormonal changes describe: excessive sweating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), pelvic pain ("pain pelvic area on both sides/ pains in my pelvic area") and pain ("body aches/ I developed body aches"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), major depression ("psychological or psychiatric problems condition: major depressive disorder"), anxiety ("psychological or psychiatric problems condition: anxiety") and migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several uti¿s") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder or urinary problems or changes : incontinent issues"). In (B)(6) 2014, the patient experienced rosacea ("rashes or skin conditions type: I have acquired rosacea since getting the essure, this is still a problem today"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced endometriosis ("reproductive system disorder or, condition type of disorder or condition: endometriosis"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy) and ablation. Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, endometritis, genital haemorrhage, hot flush, mood swings, hyperhidrosis, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, autoimmune disorder, rosacea, urinary incontinence, endometriosis, nausea, dysmenorrhoea, allergy to metals, dyspareunia, diarrhoea, gastrooesophageal reflux disease, irritable bowel syndrome and weight increased outcome was unknown, the major depression was resolving and the migraine, fatigue, pelvic pain, pain and alopecia had resolved. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, endometritis, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hot flush, hyperhidrosis, irritable bowel syndrome, major depression, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, rosacea, urinary incontinence, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2011. Left tube-12 coils, right tube- 4 coils ; ablation done (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Ultrasound scan - on an unknown date: essure displaced and looks like in uterine cavity. Patient have symptoms of passing clots and pain during cycle and sex.. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : pelvic pain, dysmenorrhea, menorrhagia, dyspareunia , lot number reported ( b67699) is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device: location of device: into my uterus/ perforation (uterus)'), endometritis ('endometritis'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder type of disorder: I am still being tested for this, I developed an immune disorder that required me to be hospitalized several times in the months coming up to the removal of the essure/ I have not yet been diagnosed') in an adult female patient who had essure (batch no. B67699-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included uterine enlargement. Concomitant products included bupropion hydrochloride (wellbutrin), cholecalciferol (vitamin d3), ferrous sulfate and fluoxetine hydrochloride (prozac). In august 2011, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and was found to have weight increased ("weight gain- approx 60lb since getting essure"). On (B)(6) 2011, the patient had essure inserted. In september 2011, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), hyperhidrosis ("hormonal changes describe: excessive sweating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), pelvic pain ("pain pelvic area on both sides/ pains in my pelvic area") and pain ("body aches/ I developed body aches"). In october 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), major depression ("psychological or psychiatric problems condition: major depressive disorder"), anxiety ("psychological or psychiatric problems condition: anxiety") and migraine ("migraines / headaches"). In november 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several uti¿s") and fatigue ("fatigue"). In april 2012, the patient experienced urinary incontinence ("bladder or urinary problems or changes : incontinent issues"). In march 2014, the patient experienced rosacea ("rashes or skin conditions type: I have acquired rosacea since getting the essure, this is still a problem today"). In january 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant). In october 2016, the patient experienced endometriosis ("reproductive system disorder or, condition type of disorder or condition: endometriosis"). In february 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy) and ablation. Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, endometritis, genital haemorrhage, hot flush, mood swings, hyperhidrosis, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, autoimmune disorder, rosacea, urinary incontinence, endometriosis, nausea, dysmenorrhoea, allergy to metals, dyspareunia, diarrhoea, gastrooesophageal reflux disease, irritable bowel syndrome and weight increased outcome was unknown, the major depression was resolving and the migraine, fatigue, pelvic pain, pain and alopecia had resolved. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, endometritis, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hot flush, hyperhidrosis, irritable bowel syndrome, major depression, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, rosacea, urinary incontinence, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2011 left tube-12 coils, right tube- 4 coils ; ablation done 10/2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Ultrasound scan - on an unknown date: essure displaced and looks like in uterine cavity. Patient have symptoms of passing clots and pain during cycle and sex.. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : pelvic pain, dysmenorrhea, menorrhagia, dyspareunia , lot number reported ( b67699) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.